Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedance measurements on the right ventricular (rv) lead. As a result, lead safety switch (lss) was triggered and a signal artifact monitor (sam) episode was stored due oversensing artifact related to the minute ventilation (mv). The mv feature was disabled. Technical services (ts) recommended further testing. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedance measurements on the right ventricular (rv) lead. As a result, lead safety switch (lss) was triggered and a signal artifact monitor (sam) episode was stored due oversensing artifact related to the minute ventilation (mv). The mv feature was disabled. Technical services (ts) recommended further testing. No adverse patient effects were reported. This pacemaker remains in service.